Event description:
A malfunction was reported on the pump, but no notable events occurred before this issue. There was no adverse impact to the customer's blood glucose level. Customer technical support provided information on how to reset the pump and assisted the caller with resetting it. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.